Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combinations since release for distribution. Product/lot information was not provided for the associated screw. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address suspected injury to the superior gluteal nerve which may have occurred at the time of total hip arthroplasty.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.